Manufacturer narrative:
This report is to retract 2017865-2021-23070, submitted on 18 jun 2021. This report was erroneously submitted. Additional information received noted that infection was unrelated to this device or associated procedures.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23069, 2017865-2021-23071, and 2017865-2021-23072. It was reported that patient presented with an infection. Their entire implantable cardioverter defibrillator system was explanted on (B)(6) 2021. No patient condition after the procedure was reported.